Manufacturer narrative:
Beckman coulter field customer support evaluated the au5800 chemistry analyzer, and identified the failure mode as a bent probe caused by use error. Replacement of the probe resolved the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in china reported the generation of erroneous ise (ion selective electrode) results on their au5800 clinical chemistry analyzer. There was no report of change to patient treatment associated with this event. Patient demographics and data were not provided.